Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred immediately at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate. A blood test strip was not used because the blood leak was visible. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment because their catheter was not working following the event. The patient was sent to vascular to have a new hd catheter placed. The cm affirmed that the catheter replacement was unrelated to the patient¿s hd therapy, or the use of any fresenius product(s). The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: clinical investigation from the initial MDR had a minor typo. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: follow-up with the patient¿s outpatient clinical manager (cm) confirmed a blood leak occurred upon initiation of hd therapy on 9/aug/2021. Per the cm, the blood leak occurred inside the optiflux 180nre and could be externally visualized without requiring a blood test strip. No external damage was noted on the dialyzer. The fresenius 2008t hemodialysis system, alarmed appropriately and the treatment was halted. The patient¿s blood was not returned (estimated blood loss = 250 ml), however per the cm there was no medical intervention required. However, the patient did not complete treatment due to unspecified hd catheter (not a fresenius product) issues and was sent to see a vascular surgeon to receive a new hd catheter (date not provided). The cm affirmed the hd catheter replacement was unrelated to the patient¿s hd therapy and/or use of any fresenius device(s) and/or product(s). Based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred immediately at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate. A blood test strip was not used because the blood leak was visible. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment because their catheter was not working following the event. The patient was sent to vascular to have a new hd catheter placed. The cm affirmed that the catheter replacement was unrelated to the patient¿s hd therapy, or the use of any fresenius product(s). The dialyzer was reported to be available for a manufacturer evaluation.

Event description:
Additional information was received stating the sample was no longer available to be returned for manufacturer evaluation. The cm stated it was "gone", indicating it had been discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: follow-up with the patient¿s outpatient clinical manager (cm) confirmed a blood leak occurred upon initiation of hd therapy on (B)(6) 2021. Per the cm, the blood leak occurred inside the optiflux 180nre and could be externally visualized without requiring a blood test strip. No external damage was noted on the dialyzer. The fresenius 2008t hemodialysis system, alarmed appropriately and the treatment was halted. The patient¿s blood was not returned (estimated blood loss = 250 ml), however per the cm there was no medical intervention required. However, the patient did not complete treatment due to unspecified hd catheter (not a fresenius product) issues and was sent to see a vascular surgeon to receive a new hd catheter (date not provided). The cm affirmed the pd catheter replacement was unrelated to the patient¿s hd therapy and/or use of any fresenius device(s) and/or product(s). Based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred immediately at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate. A blood test strip was not used because the blood leak was visible. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment because their catheter was not working following the event. The patient was sent to vascular to have a new hd catheter placed. The cm affirmed that the catheter replacement was unrelated to the patient¿s hd therapy, or the use of any fresenius product(s). The dialyzer was reported to be available for a manufacturer evaluation.